Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Fsca: 2182269-04/16/24-001-r. The product's model/lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided.

Manufacturer narrative:
Fsca number: 2182269-04/16/24-001-r.

Event description:
While preparing the agilis introducer the dilator would not come out the end of the sheath. This occurred with two introducers. Both were discarded.